Manufacturer narrative:
The insulin pump alarmed for a failed battery test and off no power after battery installation due to a corroded battery tube and battery cap contact. The functional tests could not be completed due to the power anomaly. The motor was tested outside of the device and passed. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported several motor error alarms. Customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was able to complete the rewind sequence. She also reported having issues with her insulin pump turning on. She stated she had tried replacing the battery but her insulin pump still would not turn on. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.